Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 07/26/2017. Customer confirms the strips are stored properly and were first opened 1 week ago ((B)(6) 2015). Customer performed a back to back blood test 356mg/dl and 305mg/dl. Reviewed meter memory: 1:159mg/dl (B)(6) 2015 fasting:yes, 2:229mg/dl (B)(6) 2015 fasting:yes, 3:230mg/dl (B)(6) 2015 fasting:yes, 4:239mg/dl (B)(6) 2015 fasting:yes, 5:116mg/dl (B)(6) 2015 fasting:yes. Customer is concerned with none of the results reviewed in the meter. Customer stating her meter read a result of 218 mg/dl today (B)(6) 2015 at 09:00 am when compared to results received using a competitors meter with results of 141 mg/dl . No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 07/26/2017. Customer confirms the strips are stored properly and were first opened 1 week ago ((B)(6) 2015). Customer performed a back to back blood test 356mg/dl and 305mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with none of the results reviewed in the meter. Customer stating her meter read a result of 218 mg/dl today (B)(6) 2015 at 09:00 am when compared to results received using a competitors meter with results of 141 mg/dl . No adverse event reported.